Event description:
On (B)(4) 2010, pt reported the button closest to the insulin cartridge compartment, the down arrow button, stopped working when pressed. Pt stated she first noticed the issue a couple of days ago while attempting to deliver a bolus. Pt reported the down button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.